Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been included with this report.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.